Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr did not find any issues with the device. The unit has passed all tests, calibrations and is working to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, the ventilator failed. The customer reported the ventilator was on a patient when the reported issue occurred but didn't provide any details on how it "failed". The customer reported that there was no patient harm or injury.